Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic and breached cut, outer insulation cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported the patient died approximately six weeks after device implant. There was a question regarding device undersensing. The cause of death has been requested and not received. The patient had a history of class lv heart failure with a number of arrhythmias.

Event description:
It was reported the patient died approximately six weeks after device implant. There was a question regarding device undersensing. The cause of death has been requested and not received. The patient had a history of class lv heart failure with a number of arrhythmias. It was later questioned if a lead issue could have contributed to the patient's death.